Event description:
It was reported that during engineering evaluation, it was observed that the motor device was had vibration and was running hot. It was reported that this event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration and was running hot. It was determined that the vibration is due to the bearings being destroyed. It was further determined that the overheating was due to a worn motor. The assignable root cause was determined to be due to the device being worn due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.